Manufacturer narrative:
The patient was reported to be over 18 years old. Reported event of distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum performed on (B)(6) 2014. According to the complainant, during the procedure, the physician met resistance while passing the balloon down the scope but was able to exit the scope. The physician thought that something was wrong and removed it from the patient. The balloon did not pass into the duct. However, when he tried to pull the balloon back into the scope and significant resistance was met. Upon removal it was noted that the catheter had split and the tip of balloon had separated from the catheter. Reportedly, the tip of the balloon was not retrieved and left to pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the catheter was missing and the catheter shaft was stretched. The shaft stretch started at 215cm from the balloon hub and the distal tip had become detached 220.5cm from the distal tip. Based on the condition of the returned device, the reported failure of distal tip detached/separated was confirmed. Though the event of catheter difficulty removing/withdrawing cannot be confirmed, the damage to the catheter shaft is consistent with this event. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum performed on (B)(6) 2014. According to the complainant, during the procedure, the physician met resistance while passing the balloon down the scope but was able to exit the scope. The physician thought that something was wrong and removed it from the patient. The balloon did not pass into the duct. However, when he tried to pull the balloon back into the scope and significant resistance was met. Upon removal it was noted that the catheter had split and the tip of balloon had separated from the catheter. Reportedly, the tip of the balloon was not retrieved and left to pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.